Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer's blood glucose (bg) was low due to not eating enough food and as a result became dizzy and dropped the pump. The pump screen cracked and the pump was no longer functional. The customer reverted to using insulin injections to manage diabetes.